Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal gablofen baclofen (2000 mcg/ml, 829.1 mcg/day, unknown lot number) in an implanted pump for intractable spasticity. The medication start date was listed as (B)(6)-2016 with an end date of (B)(6)-2016. A motor stall occurred and the patient was exhibiting baclofen withdrawal symptoms, mainly agitation. The issue occurred on approximately (B)(6)-2016. The patient was unable to verbally express anything,so his mother reported him being restless and difficult to soothe. There were no reported mris, falls, or electromagnetic interference (emi) . The motor stall was spontaneous. The pump was updated three times to try to initiate a motor stall recovery and the pump did not recover. The pump was replaced on (B)(6)-2016. The issue was considered to be resolved as of (B)(6)-2016. The patient's status at the time of the event was stated to be alive with no injury. History: morphine allergy, 26 week gestation, chronic respiratory disease, tetraplegic cerebral palsy, acquired torsion dystonia, neurogenic bowel unilateral paralysis vocal cords, asthma medication, bilateral hip adductor releases (B)(6) 2003 colectomy 2012, (B)(6) 2012 pleural effusion non ambulatory. Concomitant drugs: g-tube baclofen (20 mg four times per day as needed), clonazepam (1 mg twice a day), tizanadine (2 mg 1 tab at bedtime and 1/4 tab three times a day as needed), and artane (5 mg 2 tabs am, 2 tabs noon one tab evening).

Manufacturer narrative:
Analysis identified a feedthrough anomaly consisting of shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.